Manufacturer narrative:
Approximate age of device- 1 year and 6 months. Manufacturer's investigation conclusion: although the reported driveline fault alarm was confirmed through the evaluation of the submitted log file, a specific cause could not be conclusively determined through evaluation of the returned portion of the driveline. The driveline fault alarm became active on (B)(6) 2018 at 11:51pm and continued through the remainder of the log file. The alarm appeared to correspond to the red wire of phase 3, however, a specific cause could not be conclusively determined through the evaluation of the returned portion of driveline. Approximately 15 inches of the replaced driveline was returned for analysis. Evaluation of the returned portion of the driveline revealed a tear to the outer jacket adjacent to the distal end bend relief terminus. Electrical continuity testing revealed no discontinuities or shorts. Manipulation of the conductors did not reveal any signs of internal breakdown. Approximately 4 inch of metal shielding breakdown was identified starting from the controller connector. Additional breakdown of the shielding was identified approximately 12 inches from the controller connector. Visual examination of the wires did not reveal any signs of insulation damage. The driveline was submerged in a saline bath for high potential testing to check for any current leakage through the wire insulation. No breaches were found. The evaluation did not reveal any issues that could have contributed to the events captured in the log file. However, the driveline was not entirely returned. The account reported no issues were observed following the repair and the patient was placed on a grounded patient cable. The patient remains ongoing on vad support with no further related issues reported. The heartmate ii left ventricular assist system instructions for use (IFU) and patient handbook address driveline damage including how to identify signs of potential damage and respond should patients suspect damage. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the vad system was producing driveline fault alarms. The primary system controller was exchanged and monitored for 24 hours and the alarm did not come back on the new system controller. The patient was reported to be asymptomatic. The manufacturer's technical service representative reviewed the submitted log file and observed a driveline fault event on (B)(6) 2018. External x-rays of the percutaneous lead (driveline) were unremarkable. On (B)(6) 2018, the cardiologist requested that a driveline replacement be performed in attempt to resolve the driveline fault events. On (B)(6) 2018, a driveline evaluation/replacement was performed. A phase interrupter test performed revealed no open wires. The driveline was repaired 2.5 inches from the distal end driveline exit site. Post repair, the vad system was connected to a grounded patient cable without issue. No additional information provided.

Event description:
On (B)(6) 2018, it was reported that driveline fault alarms continued to occur post driveline replacement. The alarms were occurring when connected to ac and batteries. The manufacturer's technical service representative reviewed the submitted log file and confirmed the reported alarms. The customer was informed that this appeared to be a true driveline issue. Since the entire external driveline was replaced on (B)(6) 2018. Another replacement was not possible and only option was a pump exchange.

Event description:
It was additionally reported that the patient's driveline has a visible area of deterioration near insertion to system controller connection to which rescue tape had been applied to secure the area.

Manufacturer narrative:
No further information is available. The manufacturer has closed the file on this event.